Manufacturer narrative:
Product analysis: misalignment was confirmed. The system fan was found to be noisy. All found defective parts were replaced and all other identified issues were resolved. The hard drive was reconfigured, the software was reloaded and updated, and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
2019-08-01: the programmer was returned for service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's touchscreen exhibited poor accuracy. The programmer is expected to be returned for service. There was no patient involvement.